Event description:
Pt revised due to suggestive of osteolysis. During the revision surgery the cup was left in place, but the liner was exchanged. The residue was cleaned from 12 holes using a currette and bone residue removed, bone graft was packed in place and new liner inserted.